Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device behavior is consistent with a rare phenomenon caused by a transient issue within the device's telemetry circuit following an unsuccessful telemetry connection with the latitude remote communicator. When this behavior occurs, the device temporarily operates in a state where firmware processing delays are introduced, resulting in sensed events being intermittently misaligned with the intrinsic r-wave signal. The misalignment results in functional undersensing and irregular cardiac cycle interval measurements. The device may interpret the irregular interval measurements as atrial fibrillation and record an af episode with misaligned markers. This transient behavior is resolved with a successful telemetry connection, or a device reset. In this case, a successful software update with a device reset was subsequently performed, which resolved the issue.

Event description:
It was reported that the software maintenance release (smr) 4 was in use, and this subcutaneous implantable cardioverter defibrillator (s-ICD) showed misaligned sensing markers in the electrogram (egm) that was corrected in the smr 5. It was indicated that a reset of the device is required. Further information was received indicating that installing a software update resolved the egm issue. This s-ICD remains in service and no adverse patient effects were reported.